Event description:
Treatment of a left unruptured cav (cavernous) aneurysm measuring 11mm x 6mm. During deployment of the second pipeline, it was reported that it advanced too distally across the aca (anterior cerebral artery). Upon retrieval of the device, the physician inadvertently deployed the pipeline and a balloon was used to achieve full wall apposition.no injury was reported with the patient as a result of the procedure.

Manufacturer narrative:
The device involved in the event will not be returned for evaluation as it was implanted in the patient.(B)(4)